Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with case cracked behind the pump at the corner of the belt clip rails and serial number label fading.

Event description:
The customer reported via phone call that their insulin pump had a blank screen and pump error alarm. The customer¿s blood glucose was 200 mg/dl. Troubleshooting was not completed due to customer did not have a brand new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 12-feb-2019.